Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns are unknown. No further information relevant to the death has been received to date. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.